Event description:
It was reported that the device had early battery depletion due to chronic high left ventricular output due to patient anatomy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time) with the time of rrt in save to disk on (B)(4) 2013 device rrt less than equal to 2.6251 volts. 4574 implantable pacing lead, 2006 (B)(6); 4194 implantable pacing lead, 2006 (B)(6); 4074 implantable pacing lead, 2010 (B)(6). (B)(4).